Manufacturer narrative:
No conclusion code available; the reported field event of backup operation was confirmed in the laboratory. Based on all available parameter usage information, device longevity was found to be within the expected limits. The cause of the backup operation was transient high current.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode during device interrogation. The device was explanted and replaced due to normal eri. The patient is doing well and continue to be monitored.